Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 11/27/2023, it was reported that the pediatric patient has a disability and is not able to talk, which is why he could not ask for help when the symptoms of a hypoglycemia were experienced. The patient almost lost consciousness, and the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.7 mmol/l. The patient was treated by the parent who provided unspecified food. The patient stayed home from school that day as he was tired and exhausted after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.